Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-00957. It was reported the patient's leads had migrated, as confirmed by images. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2017-00957. Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which one of the leads was explanted and replaced. The abbott representative confirmed only one of the patient's leads had migrated. Stimulation was restored post-operatively. Since it is unknown which lead was explanted and replaced, an explant date has been denoted for both reported leads.